Event description:
The customer reported, the system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and cable were replaced. The system was then found to be operating as intended.